Event description:
It was reported in 2007, a stenting procedure of the internal carotid artery. When trying to track the device in question (stent) up to the aneurysm site, the exchange wire moved back a few centimeters. In response, "the physician advanced the wire to its original position and the stent prematurely deployed." The physician did use continuous flush and a guidewire. Based on information received on 11-june-2007, it was determined that the device in question was dragged into the common carotid. The stent was removed surgically, without complication. The patient condition was reported to be good prior to and following the procedure. As of three days earlier, the patient was reported to be "doing well".

Manufacturer narrative:
Additional PMA/510 (k)#: h020002/s5. The device in question will not be returned to the manufacturer. The device in question was implanted and then explanted on an unknown date. A device history record (DHR) review, similar complaint trend review, and review of the device labeling were performed as part of the device evaluation. The DHR review found one nonconformance, deemed unrelated, confirming that this device met all required specifications. The similar complaint trend review determined that no other complaint on this batch has been reported. A corrective and preventative action plan was issued prior to this complaint to address the field failure rate associated with this failure mode. The review of the device labeling found specific warnings in the directions for use (dfu) regarding the reported issue. Per the dfu: "note: advancing the 2f stabilizer catheter independently from advancing the 3f microdelivery catheter may cause premature deployment of the stent. Do not use the 2f stabilizer catheter to push the stent out of the delivery system." Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.